Event description:
After receiving mentor silicone breast implants under the muscles in both breasts, I have started receiving painful burning sensations in my right breast. Dates of use: six months, diagnosis or reason for use: breast augmentation.